Event description:
The technician indicated that the brake will not hold.

Manufacturer narrative:
The technician found that the casters were worn. The technician replaced the brake bearings, stiffener plate, brake caster and brake/steer caster to repair the bed.